Event description:
During surgery, a small screw fell out of the screwdriver. The procedure was completed using a second screwdriver. The fallen screw was later re-inserted in the screwdriver.

Manufacturer narrative:
Investigation in progress but not yet complete.